Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon cancer procedure, the device blade didn't come out when the fire started. The product has been replaced to complete the case. There was no patient injury.